Event description:
Procedure: urogynecological. According to the rptr: the pt's attorney alleged that the pt has experienced multiple symptoms, including but not limited to vaginal pressure and pain, vaginal bleeding, and/or dyspareunia.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: pubovaginal sling (tension free vaginal tape) placement using uretex sup under general anesthesia. According to reporter complications post uretex sup implant: on (B)(6) 2005: still not emptying out, catheterizes 2 times during the day, low back pain, mesh revision surgery: on (B)(6) 2005: underwent release of transvaginal tape for urinary retention. Following mesh revision, according to reporter the patient developed complications including urinary urgency, mixed urinary incontinence, frequency, incomplete emptying, urgency, pelvic pain, erosion of sling, during the interim period (B)(6) 2005 to (B)(6) 2014 for which patient underwent the following surgeries. Additional implant (advantage fit ¿): surgery: (B)(6) 2013: underwent tension-free vaginal tape sling (tvt) placement for stress urinary incontinence under general anesthesia. Second mesh revision surgery: on (B)(6) 2014: excision of exposed mesh under general anesthesia. On (B)(6) 2014: pelvic pain, yeast infection.